Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing. Additionally, brady pacing rate not as expected, and pacing not delivered when required was observed with this lead. Subsequently, this lead was surgically explanted. No additional adverse patient effects were reported.